Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. Surgeon reported that the patient's femoral component dislocated posteriorly from the insert. A 6x11 cs insert was revised to a thicker cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.